Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product mmt-1782k. The troubleshooting was performed. The customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump alarmed pump error 63 during the self test. The pump was successfully downloaded using thus. A review of the pump history file shows on 4/22/2024 there were three (3) pump error 63 (linenumber 367 filenumber 37 variableinfo 3) alarms (13:23, 13:33, and 14:00). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The j1 connector on pcba 1 was found to be locked properly during the visual inspection. Removed the keypad overlay and button dome switch layer for a visual inspection of the keypad assembly and found a broken trace at pin 6 (sda) of u1 which caused the pump error 63 alarm. A p-cap locks properly into the reservoir compartment. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, faded end cap address label, and pillowing keypad overlay. Pump error 63 alarms are confirmed due to a broken trace at pin 6 (sda) u1 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.